Event description:
It was reported by service report that the bent release crossbar was broken and the drop frame would not release or lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on the breakaway head section.